Manufacturer narrative:
Other, other text: correction: the customer indicated that after running the unit for an hour and a half, the temperature was found to be low. The operator adjusted the heater to a temperature to 41.7 degrees celsius (c), and waited several minutes before setting the indicated temperature to 43.9 c. The operator then adjusted the trigger to trip at that temperature. On the second run, performed to verify that the trip was being set at 43.9 c, the heater temperature went into ?runaway and then shutdown, (at an unspecified) temperature. After this, the unit would not run normally, even with the trip temperature backed off. H10 ? Device evaluation results: one level 1 trauma fast flow system (h-1200) was returned for investigation in poor condition. The investigator removed the back plate, added water to water tank, attached a temperature check fixture device and test f30 filter, and powered on the device. During startup the investigator noticed that the temperature went up really high, and over a temperature of 47.3 degrees celsius. The investigator was able to adjust the temp display on the pcb, and adjust the over temperature, but not the r9 pot. Upon inspection the investigator noticed that the return tube was cracked, and that water was leaking into the pcb. The pcb had become damaged as a result. This damage was ultimately attributed to a design issue. This was established as the root cause. The cracked return tube, and damaged pcb were replaced to correct the customer reported product problem.

Event description:
Information was received indicating that a smiths medical level 1 trauma fast flow system's pressure bags on the left did not inflate past 100mmhg. It took over 5 minutes to infuse the unit of blood. The pressure bag on the right worked just fine. The site instructed that the left side of the unit should not be used for blood products, only fluids. There was no reported adverse event.